Manufacturer narrative:
Concomitant medical products: 419388, lead, implanted: (B)(6) 2006, c2tr01, ipg, implanted: (B)(6) 2013.

Event description:
It was reported that there was an right atrial (ra) lead warning for low impedance. It was also noted the lead had chronic low p-waves and possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.